Event description:
Upon investigation of a report of flipped images on the signa 1.5 echo (MDR 2183553-2011-00039) when pulled from pacs to a system with software version 9.1, the software team has determined that the signa horizon cx product may also have the reported issue. Due to the anatomy of the spine and/or head an axial image flipped horizontally may not be easily detected resulting in an incorrect treatment and/or diagnosis. There has been no reports from customers that this malfunction has occurred in relation of the signa horizon cx. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
This malfunction was not reported for a specific system, but it was identified during a ge healthcare (gehc) investigation so device serial number is not applicable (n/a). (B)(4): this malfunction was not reported for a specific system, but it was identified during a ge healthcare (gehc) investigation so device mfg date is not applicable (n/a).